Event description:
It was reported that a pump malfunction occurred after the pump got wet. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Technical support provided information to reset the pump and assisted the caller with the reset, successfully resolving the issue without the malfunction recurring, allowing the customer to continue using the pump.